Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2015. Patient's wife woke up in the early morning hours as the patient was making groaning noises. The patient was clammy so she gave him a shot of glucagon in his upper arm. Patient's wife called 911 and the patient was still not responding. Patient's wife gave the patient another shot of glucagon in the arm. The paramedics arrived within 15 minutes of being called and administered glucose. The patient responded well to the glucose. The patient's blood pressure was up. The paramedics tested the patient with a fingerstick and he was at 48-49mg/dl. The doctors kept the patient on a heart monitor which the patient was sent home with. Additionally, patient's wife tested the receiver and it did not beep. No additional event or patient information was provided.